Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. High threshold and decreased impedance were also noted. Patient was asymptomatic. The lead was capped and replaced.